Manufacturer narrative:
(B)(4). Concomitant biosense webster products used during the procedure: stockert 70 system, model no.: m-5463-01, (B)(4); carto 3 system, model no.: m-4800-01, (B)(4); cool flow pump, model no.: m-5491-02, (B)(4); soundstar 3d catheter, catalog no.:sndstr10, lot no.: 10036558; preface guiding sheath, catalog no.:301803m, lot no.:15228635; 71cm transseptal needle, catalog no.: fnd01901, lot no.: s30374. Customer reported that there was a tamponade injury. Catheter was tested and passed the following tests: the visual, patency flow, cool flow pump, deflection, electrical, leakage, temperature and generator. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Event description:
It was reported that there was a tamponade injury. The customer was ablating the left atrium when the patient became asystolic. The customer paced the patient and continued the case. The patient then had bradycardia. An echo revealed an effusion which then became a tamponade. The customer performed a pericardiocentesis and the patient is currently in the critical care unit. The injury was noticed just a few minutes after the most recent ablation. It was also reported that all hardware was operating normally during the case.